Manufacturer narrative:
D2b: pro code (product code) - itx, obj.

Event description:
It was reported that a catheter issue occurred. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, it was noted that the tip of the ivus catheter broke off inside the patients body while attempting to remove it. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
H6: device codes: corrected. D2b: pro code (product code) - itx, obj.

Event description:
It was reported that a catheter issue occurred. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, it was noted that the tip of the ivus catheter broke off inside the patients body while attempting to remove it. The procedure was completed with another of the same device. There were no patient complications.